Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital. It was noted that the right ventricular - rv lead had insulation damage. The rv lead was capped and replaced (B)(6) 2026. The patient condition was unknown.